Manufacturer narrative:
Complaint conclusion: approximately two months after having a stent deployed between the origin of the common femoral artery and the end of the superficial femoral artery, a routine CT scan revealed the pseudoaneurysm at the origin of the common femoral artery (proximal edge of the stent). The pseudoaneurysm was surgically removed, the proximal edge of the stent was cut, and a graft was inserted with good blood flow. The patient was in good condition and was discharged from the hospital. There was no calcification or vessel tortuosity and the rate of stenosis was 100% chronic total occlusion. The stent had been placed in the lesion with no procedure-related complications, and normal blood flow was obtained. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery (a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery, as in this case, possibly caused by the edge of the stent. The most common penetrating "injury" of the femoral artery occurs during cardiac catheterization performed via the femoral artery. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
The patient experienced a pseudoaneurysm at the proximal edge of the smart control, iliac 8x100ml stent. The stent had been placed between the origin of the common femoral artery and the end of superficial femoral artery. There was no calcification or vessel tortuosity and the rate of stenosis was 100% chronic total occlusion. The stent had been placed in the lesion with no procedure-related complications, and normal blood flow was obtained. Approximately two months later, routine CT revealed the pseudoaneurysm at the origin of the common femoral artery (proximal edge of the stent). The pseudoaneurysm was surgically removed and the proximal edge of the stent was cut and a graft was inserted with good blood flow following the pseudoaneurysm repair. The patient was in good condition and was discharged from the hospital.